Event description:
It was reported that the implantable pulse generator (ipg) did not meet longevity expectations. It was further reported that capture management had elevated the right ventricular (rv) lead threshold to 5 volts. Follow up with the clinic was unsuccessful. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 3830 (x's 2) implantable pacing lead (B)(6) 2007. (B)(4).